Manufacturer narrative:
(B)(4). Photographic analysis: based on the photo evidence of the subject device, the event description cannot be confirmed. The analysis results found that the cdh29a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic anterior resection procedure, the device was difficult to fire. The two ends of the tissue were anastomosed by a competitors endocutters. The anvil was inserted into the proximal ileum and fully retracted with ancillary trocar, while the device into the distal ileum. The orange indicator pointed at 1.5mm line. The surgeon felt it so difficult to compress. When inspected, the proximal donut was complete with all tissue layers, while the distal donut was caught in between the knife and the breakaway washer. So the donut was difficult to remove and was incomplete when taken out. There was no bleeding or leakage when checked by enteroscopy. Hand sewing was used for sake. There were no adverse consequences for the patient reported.